Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system displayed low, out of range, pacing impedance measurement. Subsequent information received that the system also exhibited loss of capture (loc), noise, oversensing and pacing inhibition which resulted to less than two seconds of asystole. The cause of the observations was not identified. The patient underwent a revision procedure where the rv lead was surgically abandoned in the patient. The rv lead is no longer in service however, the ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.